Event description:
As reported by the edwards sales representative, during the transfemoral tavr procedure the 26mm sapien transcatheter heart valve was deployed canted and in a too aortic position causing moderate central aortic insufficiency and trace to moderate paravalvular leak. A second valve was deployed in order to mitigate the aortic insufficiency. Per report, it was very challenging to get the sapien valve in the correct coaxial position before deployment due to a tortuous aorta. The valve was canted before deployment and ended up in an 80:20 aortic position. After assessing with echo and an angiographic root shot, a second sapien valve was deployed approximately 60:40 aortic. The central aortic insufficiency and pvl were reduced to trace. This patient also went into asystole and heart block during valve deployment, however the onset of these events occurred post balloon valvuloplasty (bav) with a non-edwards device; the 92 y/o patient was implanted with a permanent pacemaker at the end of the procedure and was reported as doing fine. Additional information: coaxial alignment was poor. Image intensifier angle was described as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. There was mild mitral annular calcification and no ventricular septal hypertrophy. The native valve/leaflet calcification was described as severe and the aortic root calcification was moderate. The patient's ejection fraction was 55 percent.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve in a too aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient factors (moderate to severe aortic root and leaflet calcification; a tortuous aorta) and procedural factors (poor coaxial alignment; a canted pre-deployment position) were reported as the possible root cause for this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.